Manufacturer narrative:
Date of event: (B)(6) 2020. Reported date: 21dec2020.

Event description:
It was reported that the alarm light emitting diode (led) failed while the ventilator was in use on a patient. The ventilator continued to operate without requirement for patient intervention. Treatment was being provided to the patient, and when the failure occurred, the treatment continued without intervention, or injury. At the repair center, the issue was duplicated and the alarm led failure was confirmed in the error log. The technician determined the power switch overlay needs to be replaced and provided a quote to the customer. The field service engineer replaced the power switch overlay and the issue was resolved. The primary mode of failure for this overlay has been determined to be delamination and cracking of the encapsulate epoxy encasing the led dice, and physical shearing of the epoxy, or trace causing opened and intermitted trace continuity to the led.